Manufacturer narrative:
The samples returned were confirmed to have white solvent residuals at the bond between the white spike and the clear tubing. The white solvent residuals were internal to the clear tubing but were adhered to the inside of the tubing and could not be made to shed particulate. The white solvent residuals are bonded to the inside of the tubing and are a cosmetic anomaly which does not break down or shed into particulate. The probable cause of the white solvent residuals inside the adapter tubing is excessive solvent applied during manual assembly in ensenada. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9: device returned to manufacturer on 14-jul-2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a chemolock¿ bag spike with additive port. It was reported that there was a white, particulate substance in the tubing. The product was not reprocessed or re-sterilized prior to use. The event happed upon removal from original packaging. There was no patient involvement, no human harm or adverse event and no delay in therapy. This is the second of six reports.